Event description:
The surgeon was using the suction cautery unit and a piece of plastic chipped off from the handpiece. The following areas were searched: the wound, the drapes, the sponges, and the floor, but the or staff was not able to locate the piece of plastic.

Manufacturer narrative:
Conmed has made several attempts to contact the user facility (initial reporter) to gather more info with no success. Three (3) attempts have been made via phone to procure detailed data/suspect product regarding reported incident. Any additional info obtained regarding this report will be submitted to the FDA.